Manufacturer narrative:
Examination of the returned devices was not possible as they were not returned. A search of the complaints databases identified no additional related reports against the provided product/lot code combinations. Medical records and x-rays were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address chronic staph infection. Update rec'd 01/04/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient had a transverse fracture and a proximal femur fracture. Also noted in the medical records, the patient was reimplanted on (B)(6) 2015 as the pathology revealed no evidence of infection and infectious disease also felt the patient did not have an infection. Rather it was believed to be an adverse local tissue reaction. Also noted in the medical records, at the (B)(6) 2015 reimplantation surgery, 1500 ml of old liquid blood was evacuated. Following the (B)(6) 2015 reimplantation the patient continued to have bloody drainage and was brought back on (B)(6) 2015 for an additional hematoma evacuation. Follow-up is being conducted to find out if the patient had a depuy spacer placed on (B)(6) 2015. Competitor products were placed at the (B)(6) 2015 surgery. At this time the patient's stem, head, liner, and cup are being reported. The complaint was updated on: 01/21/2016.